Event description:
Study ID: depuy - (B)(6). Subject ID: (B)(6). Adverse event term: type I or ii open fracture of left tibia with delayed healing. This is not a worsening of an existing event. Type of event: local/fracture site. Device: tna. There was serious adverse event. Severity: severe. This report is for one (1) tibial nail-advanced / 10 405 / sterile. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional product code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H4, h6 a manufacturing record evaluation was performed for the finished device product code#:04.043.255s-us. Lot #:6274p65. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: (B)(6) 2023. Manufacturing site:jabil bettlach. Expiry date:31-may-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.